Manufacturer narrative:
Result: evaluation of the returned product confirmed the reported issue. Evaluation revealed that the nurse call cable is loose and the nurse call receptacle moves when the nurse call cable is plugged in. The nurse call light did not come on at the nurse call test fixture when weight was off the sensor pad. When the unit is moved a rattling noise is heard. (B)(4).

Event description:
Customer reported the nurse call cable does not have a strong connection when inserted. The date when the issue was discovered is unknown. No patient incident or injury was reported.